Manufacturer narrative:
The reporter indicated the device was removed due to the anterior migration. There were no reported patient symptoms related to the migration and the device. The cause for the migration was not known. The device was successfully removed and replaced with an acdf using an unknown device. The procedure went well with no further harm to the patient. Patient prognosis after the revision case is not known. Manufacturing records could not be reviewed as part and lot numbers were not provided. The device was not made available for evaluation and third party analysis per hospital policy according to the reporter. The dfmea adequately identified the associated risks attributed to this event. The cause for this complaint could not be established.

Event description:
A patient underwent a prodisc c removal surgery on (B)(6) 2020. The removal was performed due to anterior migration of the device. There was no indication that the patient was experiencing any complications related to the migrated implant. The device was implanted on an unknown date approximately 1 year ago. The patient was converted to an acdf in place of the removed prodisc c device.